Manufacturer narrative:
The device was in use for treatment. A review of the device history records found the following rejects during final packaging review for this lot: (B)(4) for not sealed, (B)(4) for needle out of position, (B)(4) for damaged dilator cap, (B)(4) for dilator packaged on wrong side of valve, and (B)(4) for foreign material. In addition, a review of complaints against this lot number identified no other complaints. The complaint device, safesheath ii 9.5f was returned from the customer with the dilator. There were no other accessories returned. Blood was found on the sheath and dilator. The sheath was already peeled apart out in the field. A visual inspection of the sheath found the edges of the score line jagged approximately half way up from the distal end. Upon evaluation the upper and lower wall thickness of the sheath was identified within manufacturing specifications. It is possible for the edges of the score line to become jagged if the sheath was twisted or if too much pressure was applied to the score line at some point. The instructions for use (IFU) instructs the user to remove the sheath by sharply snapping the tabs of the valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel the sheath apart. Additional information was requested regarding this event but not provided. A follow-up report will be sent if new information becomes available.

Event description:
The customer reported that during a procedure, the physician remarked that this sheath did not handle well and broke. There were no adverse patient effects reported.